Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device shut down, alarmed and was unresponsive. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported device shut down. Performance testing of the touch screen confirmed the reported unresponsiveness. Visual inspection of the device touch screen revealed physical damage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsiveness was due to physical damage. The resmed service technician reported the device displayed a battery error message and experienced a total power failure event during evaluation of the device. Performance testing reproduced the battery error message and total power failure event, but no fault was found with the main circuit board. The investigation identified the device failed to charge its internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failed to charge its internal battery was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device shut down, alarmed and was unresponsive. There was no patient injury reported as a result of this incident.